Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message "stop" occurred on the rotaflow flow console when the device turned on and was running for a period of time on a patient. The device was exchanged during use with another device with no concequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿"stop --" occurred on the rotaflow flow console when the device turned on and was running for a period of time on a patient. The device was exchanged during use with no consequences for the patient. No harm to any person has been reported. The affected rotaflow console with s/n (B)(4) was investigated by a getinge field service technician and was able to reproduce the reported failure. The (B)(4) control board kit (article number 701034051) has been reported. A functional check was performed and the device is back in use. The reported failure was already investigated at our life-cycle-engineering (lce) with following results: the reported message "stop --" in free mode with running rfd could be reproduced. Additionally this behavior could be reproduced also in art mode, where the rfd stopped according to specification when the message occurred. The cause of the error is a faulty control of the transistors t3 and t6 by controller ic23. When the temperature rises, the ic23 switches down the control voltages for the transistors, so that they are no longer fully conductive and the current through the relays rel1 and rel2 is no longer sufficient to fix the switching contacts in the correct position. The reason for the defect at ic23 cannot be determined. Probably it is a statistical failure. Thus the root cause could be determined as a faulty control of the transistors t3 and t6 by the controller ic23. Based on the investigation results the reported failure "stop --" could be confirmed. The review of the non-conformities was performed on 2023-02-16 and during the period of 2020-05-13 to 2023-02-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-05-13. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.